Manufacturer narrative:
The device passed testing by sounding an audible alarm tone during an alarm condition. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. The pump was returned to the biomedical dept with an unsigned not that stated, "speaker from time to time w/o function." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reports of delays in critical therapy while the device was in clinical use. Though requested, no add'l info was provided.